Event description:
A consumer experienced itching, discomfort, and a scratching sensation after using contact lenses and subsequently visited the emergency room, followed by a consultation with an eye care professional. A consumer reported being unable to open her eye, developing sensitivity to light, and being diagnosed with an eye infection and a corneal injury. A consumer also reported loss of vision in the right eye, and the left eye remains unaffected. The consumer was treated with moxifloxacin with unknown frequency for an unspecified duration. At the time of this report, the symptoms are continuing. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).